Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Steri-mate has a short condition causing the service light to turn on. Water filter has debris build up and is restricting water flow.

Event description:
Based on the evaluation of a g136 scaler the water filter has debris build up and was restricting water flow and the handpiece was getting hot; no injury resulted.